Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up, this cardiac resynchronization therapy defibrillator (crt-d) system exhibited changes in right ventricular (rv) shock impedance measurements. Trending displayed a gradual increase in shock impedance measurement from approximately 40 ohms to 138 ohms. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. The patient was seen in-clinic and the plan is to continue monitoring this device. No adverse patient effects were reported. This crt-d and rv lead remains in service.